Manufacturer narrative:
The lead remains in service and has not been returned. As the lead has not been returned for analysis, the clinical observations cannot be confirmed at this time.

Event description:
MFR received information that during a replacement procedure for normal battery depletion, terminal pin separation from the terminal ring of the right atrial (ra) lead was observed. Attempts at repairing the lead were unsuccessful because the medical adhesive would not stick to the lead. A new implantable cardioverter defibrillator (ICD) was implanted and this ra lead provided adequate measurements when it was connected to the new device. The physician decided to use this ra lead instead of replacing it with a new lead because the patient suffered a leukemia and the platelet level was very low and the implant procedure of the lead would be risky. No adverse patient effects have been reported.